Manufacturer narrative:
Follow-up # 1 ¿ (03/07/2015). The patient¿s meter has been returned on 2/23/2015 and evaluated by lifescan product analysis on 2/25/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have an incorrect battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) canada and alleged their ot ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care representative (ccr) documentation. The patient reported the (B)(6) 2014 she obtained inaccurate high readings with her meter (reading unknown) and she had been obtaining inaccurate results for a while now. The patient reported on (B)(6) 2014 at 5 am a comparison was made between her own meter and the hospital meter and there was a difference of 1.2 mmol/l (21mg/dl). Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she did make any changes to her usual diabetes management regimen in response to the alleged product issue: the patient alleges increasing her dose of medication (medication unknown), as she would adjust her insulin based on her blood glucose results and reported doing this for a while. The patient claims she developed symptoms of ¿headache, feeling tense and a diabetic seizure¿ on (B)(6) 2014. The patient alleges being treated in the emergency room (ER) with IV fluids, several kinds of medication (unknown) and finally morphine which stabilized her. The patient alleges being kept in overnight and released on (B)(6), at 12pm, when she felt better. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.